Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator display had lines and became noisy. The ventilation was not interrupted but the patient was transferred to an alternate ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.